Event description:
A malfunction alarm labeled as malf 12 was reported. There was no reported adverse impact to customer's blood glucose level. The customer experienced at least three occurrences of the same malfunction with the pump but did not reset it within the last 24 hours. In response, customer technical support decided to replace the pump.